Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.1mm vicmo12.1, -10.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was removed intraoperatively. On (B)(6) 2019, a same length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.